Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with post-paced t-wave oversensing on the ventricular lead as noted on stored egm. The device was reprogrammed and it was recommended that an induction test to be performed. It was later reported that there was far-field r-wave oversensing on the atrial channel. Reprogramming was recommended and further information is not available at this time.

Event description:
New information states that during a subsequent follow up, post-sensed t-wave oversensing on the ventricular lead was observed. The physician elected not to make any programming changes.

Event description:
New information received notes that a merlin.net transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing. The recommended programming changes will be made at the patients next follow-up visit. No patient symptoms were reported.